Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in the pump logs between (B)(6) 2016. Basal rate was set at a constant 1.25 u/hr, then adjusted down to 1.05 u/hr on (B)(6) 2016. The user made bolus requests without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Pump logs do not provide any evidence to support a malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been waking up with low blood glucose (bg) levels every morning (lowest 41 mg/dl) for an unknown reason. Contact stated the believed the insulin duration setting needs to be adjusted. The contact also stated, two days prior to contacting tandem technical support, the contact adjusted the customer's basal rate from 1.25 units/hour to 1.05 units/hour. Reportedly, the customer still dropped low during the night and was unresponsive in the morning. The contact gave the customer glucagon to wake the customer up. The customer also consumed slow acting carbohydrates and juice to address low bg level. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss bg levels with their healthcare provider.